Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump experienced screen bezel separation resulting in loss of display function, and a replacement ilet was provided; the patient initially could not complete startup due to missing supplies and was advised on the required setup sequence. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user interviews and analysis of information provided by the user. Investigation of this case revealed a device stress-related problem affecting the display that aligned with a component issue consistent with loss of or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.